Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. Blood glucose level was in the 200's (mg/dl). Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.